Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. During preparation prior to the procedure, it was noted that the speed adjustment button of the device was malfunctioning. The procedure was cancelled due to this event. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6).

Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. During preparation prior to the procedure, it was noted that the speed adjustment button of the device was malfunctioning. The procedure was cancelled due to this event. There were no patient complications reported. It was further reported that the speed adjustment button is not malfunctioning. The device display screen is not illuminated due to a poor connection of the power cord. After reconnecting the power cord, the test function is normal.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). H6 - device code: updated.

Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. During preparation prior to the procedure, it was noted that the speed adjustment button of the device was malfunctioning. The procedure was cancelled due to this event. There were no patient complications reported. It was further reported that the speed adjustment button is not malfunctioning. The device display screen is not illuminated due to a poor connection of the power cord. After reconnecting the power cord, the test function is normal.